Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for the button keypad anomaly due to the blank display.

Event description:
The customer's grandmother called to report that the insulin pump was exposed to moisture, and now the buttons are not responding. Nothing further was reported.